Event description:
On (B)(6) 2011, a customer contacted adc to ask if readings of 123 mg/dl and 107 mg/dl obtained on unknown date(s) from his adc meter were "normal", and indicated that they may have been higher than he felt. The customer also stated he had "questions about some of the things he saw in the memory of his meter." The customer disconnected the phone call prior to completing the survey questions to identify the product-related issues or potentially reportable medical events. Several unsuccessful attempts were made to contact the customer for additional information. On (B)(6) 2011, the customer was successfully contacted by phone. When asked if he had experienced an injury related to an adc product issue, the customer answered "yes", then disconnected the call before completing the medical survey or providing further information. The nature of the injury and product issue(s) are unknown. Additional attempts to contact the customer were unsuccessful. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown. The date of manufacture of the device is unknown.